Manufacturer narrative:
The pump passed all functional testing. Unable to download the trace history file to carelink due to several displayable history alarms noted in alarm history file. The alarms were due to a corrupted history file. The pump was programed and monitored during the manual bolus, and the bolus was recording properly in the bolus history. The event history file was overwritten. Unable to verify the unexpected bolus. The pump was programmed with multiple boluses and monitored. All boluses delivered completely and were properly recorded in the bolus history screen. No bolus history anomaly was noted. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump does not always deliver bolus. It was reported that after 10 units the pump shows no delivery. It was reported that troubleshoot and the displacement test was conducted. It was reported that no reservoir alarm prompted. It was reported that the pump would be replaced and returned for analysis.